Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The physician had the wire guide down and was going to load an oasis stent over the wire guide. The physician could not get the wire guide to come back as they were pushing down on the oasis stent, they were getting extreme resistance. The procedure was completed successfully with a new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The coil spring is still attached to the distal end of the wire guide. At approximately 6.5 cm from the distal end, a 3 mm section of coating has rolled and folded over itself. Approximately 6.5 cm to 27.5 cm from the distal end, is a 21 cm section of bare core wire. A section of coating, approximately 21 cm long, was returned that was separated from the wire guide. A section of the coating, approximately 1.7 cm long, is frayed and hanging from the wire guide, the coating still attached at approximately 28 cm from the distal end. There is a major kink approximately 51.5 cm from the distal end, with several additional minor kinds throughout the rest of the wire guide. Proximal to this major kink is approximately 30 cm of wire guide that is coiling up on itself. According to the report, the physician could not get the wire guide to come back as they were pushing down on the oasis stent, they were getting extreme resistance. Due to the condition of the returned device, it cannot be determined if any sections of the coating are missing. A product-specific a discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released to distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. According to the report, the physician could not get the wire guide to come back as they were pushing down on the oasis stent, they were getting extreme resistance. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.